Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a battery cap issue. This complaint is against the battery cap alone. The reporter stated that the cap could be loosened so that the yellow o-ring was visible but that a butter knife had to be used to pop the cap off the pump. The reporter stated that the cap threads were peeling and denied damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1, date of submission 01/27/2014. Device evaluation: the battery cap has been returned and evaluated by product analysis on 01/14/2014 with the following findings: a test pump was used to complete the investigation. The threads on the battery cap were observed to be stripped. The returned battery cap was unable to be fully tightened and was observed to spin when attached to the test pump. The battery cap spring was secure and the battery cap contact height and width were within specifications.